Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump had rf processor failed self test. The customer¿s blood glucose level was 86 mg/dl at the time of the incident. The customer also reported that they were able to clear the alarm. The customer was assisted with troubleshooting. The customer assisted to turn the auto mode feature back on. The insulin pump will not be returned for analysis.